Event description:
Upon removal of the bandage, the end user tore his skin. It became infected and he was placed on antibiotics.

Manufacturer narrative:
The end user covered a cut on his hand with the bandage. Upon removal of the bandage, he tore his skin. It became infected and antibiotics were prescribed. We do not know if the end user had any skin integrity issues that may have contributed to the reported incident. We have had no other similar incidents reported to us. We have no information to suggest the bandage did not perform as intended. However, due to the reported infection and need for antibiotics, this medwatch is being filed.